Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right-side rupture" . Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on radius and underweight. A visual and microscopic analysis was performed which identified crease sharp opening, crease fold, wear abrasion and stress marks. Based on the device analysis, the final assessment is an opening crease sharp on radius and anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "right-side rupture". Device has been explanted.